Manufacturer narrative:
Prodisc-l was not explanted. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This event is consistent with prodisc-l post-market experience. Determined that no investigation of the individual event is necessary based on comparison with approved device trends. Post study, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing prodisc-l total disc replacement surgery.

Event description:
This pt is a participant in a study, and experienced this event post approval. Pt with history of degenerative disc disease at l5-s1 and worsening back/leg pain for greater than one year. Prodisc-l placed at l5-s1. Pt evaluated postoperatively at 6 weeks, 3, 6 and 12 months. Right buttock pain and spasm reported six months postop. Neurological exam and CT scan were normal. Radiculopathy persisted and an outside neurosurgeon recommended re-exploration and revision of area around nerve root. Pt presented to or for l5-s1 posterior hemi laminotomy, medial facetectomy, decompression of left lateral recess and removal of osteophyte. Pdl was not explanted. Pathology reported bone fragments of frayed nucleus pulposus with degenerative changes. Pt reported relief of radiculopathy symptoms. X-rays showed pdl in good position at l5-s1. This is the 3rd of 3 reports submitted on this event.